Event description:
A nurse reported that a patient who underwent bilateral lasik was diagnosed with trace diffuse lamellar keratitis (dlk) in the right eye, at the one day postoperative visit. The topical steroid drops were increased. There are two medical device reports associated with this event. This report references the right eye. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).